Event description:
There was no patient involved in this event. This device malfunctioned because it failing self tests with a pad-pak within its expiry date.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. The device failed a self test on (B)(6) 2010 and a manual test on (B)(6) 2010. The pad-pak was removed and then re-inserted on (B)(6) 2011. The fails were caused by a low battery. Although no fault was found with the pad or pad-pak the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. This pad-pak was found to be capable of delivering therapy if required. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.